Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed, with exposed internal cables. Customer had an alternate usb cable to charge the pump if needed. There was no reported impact to the customer's blood glucose level.